Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they fell on (B)(6) 2016 and they need an MRI. It was reviewed that the patient is approved for a head scan, only, and they were redirected to their healthcare provider (hcp). The implantable neurostimulator was indicated for radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.